Event description:
Customer reported that a patient presented with an unspecified infection following pacemaker implant. The pacemaker was excised. The customer refused to provide any further information.

Manufacturer narrative:
The actual device associated with this event is not known. Customer reports the following possible products: vcp460h, lot: um7032, mfg: 11/01/2005 exp: 07/31/2010, vcp316h, lot: xj7796, mfg: 08/01/2006, exp 07/31/2011, vcp496h; lot: xl7124, mfg: 10/01/2006, exp 07/31/2011. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.